Manufacturer narrative:
Medtronic received the following information from a journal article entitled; elective endovascular repair of abdominal aortic aneurysms with modular and unibody type endografts akkaya bb, ünal EU, kiris es, özbek mh, civelek I, basar v, askin g, tütün u, iscan hz acta cardiol sin 2021;37 (4) pp. 386 393 doi: 10.6515/acs.202107_37(4).20201125a. If information is provided in the future, a supplemental report will be issued.

Event description:
Modular type endografts consisting of endurant ii and non mdt stent grafts were implanted in 66 patients for the treatment of abdominal aortic aneurysms. Another 64 patients also received a non mdt unibody type stent graft. In the modular group, the following malfunctions were observed; type ia endoleak, type ib endoleak the following serious injuries were observed; renal injury, occlusion, myocardial infraction, secondary intervention patient deaths were reported but there is no causal link that an endurant stent graft caused or contributed to a patient death.